Event description:
According to the reporter, during an inguinal hernioplasty, the thread was cut when making the first knot. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the thread was cut when making the first knot.